Event description:
The customer reported cracks on the screen, as well as poor button response, on the insulin pump. It was reported to be very difficult to read the device's lcd screen, and that two of its buttons were stuck. It was advised to return the insulin pump for analysis and a replacement. The customer's blood glucose value was 246 mg/dl. No further information was available.

Manufacturer narrative:
Insulin pump esc button did not respond due to flattened button dome switch. Insulin pump received with severely scratched display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).